Event description:
It was initially reported by the physician that the pt showed high lead impedance on system mode diagnostics. Pt's device was last checked in (B)(6) 2009 and everything was working fine that time. Pt did not report about any pain or increase in seizures due to high lead impedance. Pt is referred to the surgeon for a full revision surgery. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.